Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the insulin pump alarmed failed battery test. The customer's blood glucose was 116 mg/dl. Troubleshooting was not completed; the customer stated that they will call back to complete the cleaning of the battery cap contacts with a cotton swab. Nothing further was reported.